Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): , corrected data:

Event description:
It was reported that the lncs adtx sensor caused a burn on a patient. Patient had a perfect, purple circle on her left middle finger. There was no additional tape used. Customer did not know how long the sensor site was checked/rotated. Customer stated "was not my patient so I am unclear how long hers was on, but I have to believe it was also changed with bathing. But the patient would have to had/wanted a daily bath for the sensor to have been changed/inspected daily." Patient was on multiple medications. She was diabetic and had no neuropathy and stated her finger hurt. Continuous pulse ox was discontinued and spot checks are done. It took approximately a week for the affected area to resolve.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual, functional, and skin surface temperature testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
(B)(4).